Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2016 our affiliate in (B)(4) received an e-mail from a patient¿s (pt) family member reporting that the pt had been wearing oasys lenses for many years. On (B)(6) 2016 the pt experienced eye pain, tearing with photophobia while wearing an acuvue oasys contact lens. It was reported that the pt used an ¿eye drop and painkiller didn¿t help.¿ the pt was taken by ambulance to a hospital on (B)(6) 2016. It was reported that the doctor ¿diagnosed it as left cornea cut with pus, and needed to transfer the pt to ophthalmology hospital for further care.¿ the pts family member reported that the ophthalmology hospital doctor ¿confirmed that there is a cut on the left cornea, and pus so the pt needed to be admitted to inpatient ward for treatment till today.¿ the pts family member reported that the doctor stated ¿because the cornea is damaged, even if it is healed, it will leave a scar, and the pts vision will be blurry like being blocked by sand paper. Permanent damage to the eye.¿ on 20jun2016 a call was placed to the pts family member and additional information was obtained as follows: the family member reported that the pt is home from the hospital and still using eye drops. The family member also reported that the pt needed to go back to the ophthalmology hospital for further diagnosis. The pts family member reported that ¿one pair of used defect lenses were taken by hospital for virus scan.¿ the family member reported that all other used products were discarded. The pts family member reported that the pt would not be able to return to contact lens wear. On 20jun2016 additional information was received from the pts family member with the additional information as follows: the pts hospital discharge slip indicated that the pt presented with pain, tearing and photophobia os on (B)(6) 2016. The pt was diagnosed with a pseudomonas infection and keratitis os. Treatment: a corneal scraping was conducted for a smear and culture; panadol tablet 500 mg q 6hr/prn for 2 days; levofloxacin gtts 0.5% 1 gtt qid os x 1 week; duratears eye ointment 3.5 gm hs os. On (B)(6) 2016 an additional call was placed to the pts family member and additional information was obtained as follows: the pt re-visited the ophthalmologist (B)(6) 2016. The pts family member reported that the ophthalmologist stated ¿the pus on the pts os has gone.¿ it was reported that the eye vision is still blurry due to a scar on the cornea. No additional medical information has been received. On 27jun2016 the lot number was received. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l002948 was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
On (B)(6) 2016 an email was received from the patients (pt) family member reporting that the pt is ¿awaiting corneal transplantation.¿ no additional information was received. On (B)(6) 2016 a call was placed to the pts family member and additional information was obtained as follows: the pts family member reported that ¿there was a pus on the pts cornea, so there is a big permanent scar on the cornea.¿ he/she also reported that the ¿doctor advised that his/eye vision will be blurry and only the cornea transplant will help him/her to get the 100% vision back¿ the family member reported that ¿they need to ¿wait for years until they found a suitable cornea for him/her, currently doctor is prescribing eye drops.¿ the family member reported that ¿they do not have those re-visit medical report in hand as they have to apply for it.¿ he/she also reported that ¿this is too much trouble for him/her.¿ no additional medical information was obtained. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.